Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the cold water valve was incorrectly connected to the condenser. While onsite, the technician was informed that the washer was shut off after the reported event. It is unknown how or when the valve was positioned incorrectly. The technician reversed the valve to its intended connection point and re-piped the unit. The technician tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported. The user facility is responsible for all maintenance and service work performed on this unit. The unit was installed in 2005 and is not under steris contract agreement for maintenance.

Event description:
The user facility reported their reliance 444 washer was leaking steam causing the fire alarm to sound. No report of injury or procedural delay or cancellation. No evacuations were required and the fire department was not dispatched to the user facility.